Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window corners, a cracked reservoir tube window, cracked reservoir tube lip, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 1:30 am with a high blood glucose level of 600 mg/dl. The customer felt symptoms of vomiting, nausea, dizziness. Customer was wearing the pump at the time of emergency room visit. The customer was treated for their blood glucose with IV fluid. The customer sent the product back for analysis due physical damage to the battery compartment. A replacement insulin pump was shipped to the customer.